Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case did not reveal any anomalies. It was confirmed that the device had no telemetry and a memory download could not be performed. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order to assess the internal components. Initial electrical testing revealed an issue with the transformer that resulted in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected.

Event description:
Boston scientific received information that during the follow up procedure, this device could not be interrogated. An internal technical service consultant was contacted and recommended to attempt interrogation with another programmer in another room while reviewing an external electrogram to determine whether a pace beat is present and also apply a magnet over the device to hear beeping. If the interrogation is not successful, it was recommended the patient be monitored to assure that critical therapy will be available. Further troubleshooting was performed, however despite attempts to interrogate with several different programmers, the device could not be interrogated. In addition, a magnet placed over the device did not emit the expected characteristic sound. The patient with this device was hospitalized until a replacement procedure was performed. Three days later, a replacement procedure was performed. This device was removed, replaced and will be returned for analysis. No adverse patient effects were reported. Reported.

Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.